Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Concomitant medical devices: 00811400100 64631370 femoral stem; 00620005622 63833276 shell; 00630505636 64153745 liner. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00497, 0001822565 - 2020 - 03835, 0001822565 - 2020 - 03836.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately one month post implantation due to dislocation and instability. Additional information on the reported event is unavailable.